Event description:
The customer called and reported the insulin pump alarmed with button error while customer was attempting to deliver a bolus. The customer's blood glucose was 1.9 mmol/l. Customer was advised the device would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.